Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the baths were overflowing. The fse noticed that the drain line for the baths was clogged. The fse flushed the baths drain line and the instrument ran without any leak. The repairs were verified per established procedures. (B)(4).